Event description:
Device report received indicates a pt with multiple health problems was implanted with a ti distal femur liss plate for a supracondylar periprosthetic fracture sustained in a fall. The liss plate broke and the pt had not healed. Pt was revised to another liss plate.

Manufacturer narrative:
Investigation could not be concluded.